Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cable was damaged and additionally noted that the upper case lens was broken. It was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had a damaged cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.